Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site and there was a needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl) while the pod was worn for less than 1 hour. The patient reported that the pink slide did not move forward indicating that a needle mechanism failure occurred. In addition, the cannula was bent the patient was being unsure if the cannula was properly seated on the infusion site. Details regarding treatment were not reported.